Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: e1 (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit and to fix the issue of unit not displaying the ECG signal fse replaced ECG cable. Completed repair with all functional and safety tests per  manufacturer specifications.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not displaying the ECG signal. No patient harm, serious injury or adverse event was reported.